Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, his device could not be communicated with via rf telemetry. A device update was done and rf telemetry was re-enabled. The patient was stable throughout.